Event description:
It was that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The physician expressed concern of premature battery depletion, therefore device data was sent to engineering for review. Data analysis confirmed the device was exhibiting increased power consumption and recommended device replacement. The device currently remains in service. No adverse patient effects were reported.